Manufacturer narrative:
(B)(6).

Event description:
It was reported that in stent restenosis occurred. A 10x60x75 express ld stent balloon expandable was implanted in the mildly tortuous and severely calcified common iliac artery (cia). In stent restenosis occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured during second inflation at 6 atm. The device was simply pulled out from the patient's body and the procedure was completed with another device. No patient complications were reported, and patient was good post procedure.